Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 600mg/dl which was treated with syringe. Customer¿s current blood glucose of 445mg/dl. Customer declined troubleshoot for no delivery. Customer further reports that they got alarm for no delivery. Customer performed troubleshoot for no delivery but have not tried all remedies. Insulin pump will not be return for analysis.